Event description:
It was reported that the patient had a return of symptoms. The patient stated that ¿the pain is so bad that he may blow his brains out¿. A month prior to this report the patient had bumped the pump site real hard and he thought that the pump was dislodged. It seemed like the pump was not working; the patient was either getting too much medication or not enough. The patient didn¿t feel that the pain clinic was helping him. The patient saw the physician last (B)(6) 2014 and he was ¿supposed to bump it off and change the parameters¿, however, it hadn¿t helped. At the time of this report, the patient couldn¿t lift his right arm. The patient had an appointment on (B)(6) 2014 for an MRI. It was also reported that the pain clinic would not refill his oral medication as he finished early as they cut down the dosage. The device system was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).